Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) sensor that is related to intermittent increases in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please see the description for more information regarding the specific circumstances of this event. This device was included in the minute ventilation sensor signal oversensing advisory population. This report contains correction in section b5 describe event or problem.

Event description:
It was reported that the patient with this pacemaker device exhibited high impedances measurements measuring greater than 3,000 ohms on the right atrial (ra) channel. Additionally, there were stored episodes with noise, oversensing and pacing inhibition greater than 2 seconds. Technical services noted that the oversensing was related to the minute ventilation (mv) feature. The feature was disabled by the signal artifact monitor (sam). Ts reviewed the data and stated that there was loss of capture in some cases. This pacemaker and non-boston scientific rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this pacemaker device exhibited high impedances measurements measuring greater than 3,000 ohms on the right atrial (ra) channel. Additionally, there were stored episodes with noise, oversensing and pacing inhibition greater than 2 seconds. Technical services noted that the oversensing was related to the minute ventilation (mv) feature. The feature was disabled by the signal artifact monitor (sam). Ts reviewed the data and stated that there was loss of capture in some cases. This pacemaker and non-boston scientific rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this pacemaker device exhibited high impedances measurements measuring greater than 3,000 ohms on the right ventricular (rv) channel. Additionally, there were stored episodes with noise, oversensing and pacing inhibition greater than 2 seconds. Technical services noted that the oversensing was related to the minute ventilation (mv) feature. The feature was disabled by the signal artifact monitor (sam). Ts reviewed the data and stated that there was loss of capture in some cases. This pacemaker and non-boston scientific rv lead remains in service. No adverse patient effects were reported.